Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A computed tomography angiogram (cta) showed a possible type 1a endoleak, a type 3a endoleak, and a type 2 endoleak. An angiogram was completed and a type 3a endoleak and a type 2 endoleak was confirmed. The physician elected to implant an infrarenal aortic extension to seal the leak. At the completion of the procedure a type 3a endoleak was still present, the physician implanted a non-endologix palmaz stent to seal the endoleak. The final angiogram showed the type 3a endoleak was sealed and a small possible type 2 endoleak still remaining. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the reported endoleak type iiia between the main body and suprarenal extension, secondary procedure to place an infrarenal cuff. Due to lack of medical information, clinical assessment was unable to see substantial evidence of reported endoleak type ii. Additionally there was evidence to reasonably support the following observations; a non-endologix stent placed in the distal main body at overlap with new infrarenal cuff. The most likely cause of the endoleak type iiia was determined to be unknown. A clinical assessment showed that the device may have contributed to this event. Procedure-related circumstances, and off label use were not seen. Additionally, these contributing factors likely contributed to the event; extreme bowing of the aortic sac. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Devices remain implanted in the patient and were not returned, no evaluation completed. Based on the information available the root cause of the reported event is unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.